Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 270 mg/dl. The customer stated that the alarm occured when he went to bolus. Troubleshooting was not fully completed due to customer declining further troubleshooting. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.